Event description:
Boston scientific crm received information that the pacemaker eroded through the patient's skin. A revision procedure was performed to were this device was explanted. To date, no further adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.